Event description:
It was reported via our sales rep, that during a surgery, the drill couldn't be removed.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.